Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date, reported as "over the past two to three weeks." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. During troubleshooting, it was reported that fourteen homechoice cassettes failed that led to this alarm. The patient would complete therapy manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.